Manufacturer narrative:
Date sent to the FDA: 11/3/2021. Attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure indication and/or name of index surgical procedure? What tissue/structure was being sutured when the event (needle breakage) occurred? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the broken needle piece located/in what structure? What was the size/part of the broken needle piece retained/retrieved? Please specify. Were there any patient consequences? If yes, please specify. Was the post-operative care changed due to the event? Please specify. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Will be product returned? If yes, please provide a return date and tracking information? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate date sent to the FDA: 11/3/2021. Corrected h6 health effect - impact codes: f19. Corrected h 6. Health effect - clinical codes: e2008.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? What is the lot number? Was the needle piece(s) retrieved during the same procedure? If no, are any plans in place to remove the needle piece in future? Was there any adverse consequence associated with the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent vaginal repair surgery on an unknown date and suture was used. During the procedure, the needle broke. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure 41 years old, booking weight 64kg, booking bmi 23 (I do not know the weight or bmi at the time of the procedure, but I would imagine the weight at the time to be 5-10kg greater than booking weight). Indication and/or name of index surgical procedure? Trial of instrumental delivery (forceps/ventouse) +/- caesarean section. A manual rotation and neville barnes forceps delivery took place. What tissue/structure was being sutured when the event (needle breakage) occurred? Vaginal mucosa. High apical tear. What instruments were used to grasp the needle? Needle holder where was the needle grasped during use? Operators recollect grasping needle in typical and recommended way. Where was the broken needle piece located/in what structure? High in the (right) ischiorectal fossa what was the size/part of the broken needle piece retained/retrieved? Please specify. The majority of the needle broke off into the ischiorectal fossa (you have that piece in your possession). Were there any patient consequences? If yes, please specify. I tried to retrieve the needle at the index procedure, but it was not technically possible (this led to a prolonged procedure, but she remained awake ¿ she had a regional anaesthetic). An operative attempt, under general anaesthesia, was undertaken again and that was unsuccessful. Another operative attempt two weeks later was made under general anaesthesia and it was successful. This involved creation of another incision. Was the post-operative care changed due to the event? Please specify. Yes ¿ see above. Normally, a woman would have gone home a day or two after the index procedure, and not need any further procedures. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Defective needle? What is the patient¿s current status? I have not spoken to her, but I assume fine.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 investigation and component codes. Investigation summary: a failed suture needle product code w9962 was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the body area. The barrel hole was examined under magnification, and a needle part separated from the needle wall. In addition, a fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. Further analysis of the needle was performed to assess the broken area. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 health effect - impact code. Additional information was requested and the following was obtained: the original incident occurred on (B)(6) 2021. They were unable to retrieve the fragment on the day and the lady required to more visits to theatre before they were able to locate and remove it on the (B)(6) 2021. As you can imagine this has not given this lady the best experience and is likely to affect decisions surrounding future pregnancies.